Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in completing the pump reset. After resetting, the malfunction code did not recur, and the customer was advised to call back if any issues arose in the future. The customer understood the instructions and was able to continue using the pump.